Manufacturer narrative:
Occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek inrange meter serial number (B)(4) when compared to a laboratory result using an unknown method and a roche professional coaguchek meter with an unknown serial number. The meter result was 5.8 inr and about 30 minutes later the laboratory result was 3.9 inr. On (B)(6) 2019 the patient meter result was 5.2 inr and about 30 minutes later the professional coag meter result was 3.9 inr. On (B)(6) 2019 the meter result was 5.8 inr and about 30 minutes later the laboratory result was 3.6 inr. Additional meter results that day were 5.8 inr and after clearing the memory of previous results and removing the batteries, the patient received a meter result of 3.9 inr. The patients therapeutic range was not provided and tests 2x a month in addition to having weekly laboratory tests done.

Manufacturer narrative:
The customer's meter and strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 3.2 inr . Donor 2 inr: 2.1 inr . Donor 1 hct: 44% . Donor 2 hct: 43% . Testing results: donor #1: retention meter and master lot strips: 3.0 inr. Retention meter and customer strips: 3.2 inr. Donor #2: retention meter and master lot strips: 2.1 inr. Retention meter and customer strips: 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.